Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is still pending; possible heart attack or stroke. The caller stated that it might take up to two months to get the medical examiner's findings regarding the official cause of death. The caller stated that this was a sudden death; no leading events to the death of the customer. The caller stated that one or two weeks prior to the customer's passing there was a conversation about a heart attack. The caller did not know the customer's blood glucose at the time of death. The caller did not know if the customer was wearing the insulin pump at the time of death or not. The customer was using sensors however, the caller did not know if the customer was wearing one at the time of death or not. The caller stated that they have not seen the insulin pump and have not received it back. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.